Event description:
It was reported that, during prior to use testing, the nurse observed that the endobronchial tube cuff would not completely deflate. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endobronchial tube was received for investigation. Visual inspection found no anomalies and verified that the stylet wire was not returned. Additionally, it was observed that a clear like material was found on both cuffs. Functional testing was conducted and both cuffs were inflated and deflated without issues. The customer reported malfunction was not verified, as the device was found to function as intended.